Manufacturer narrative:
Add'l lot#: 1709616-023. Device evaluated by MFR: the device has been rec'd and currently being evaluated. A f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
International affiliate reported an end-user alleges the applier did not close the clips properly on the vessel. No add'l info is available.